Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Monoarticular septic arthritis of the injected knee [arthritis bacteria]. Pain on active and passive movement [pain]. Subfebrile fever (unspecified) [pyrexia]. General malaise [malaise]. Swelling of the involved knee [joint swelling]. Effusion [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012, from an author regarding a (B)(6) male patient, initials unknown, with osteoarthritis. This report is from a literature article entitled "septic arthritis of the knee following intraarticular injections in elderly patients: report of six patients". The patient's medical history was significant for hyperlipidemia. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) (unspecified manufacturer hyaluronic acid) injection. The lot number of the synvisc was not provided. Approximately one to five days after the synvisc injection, the patient was sent to emergency room and was diagnosed with monoarticular septic arthritis of the injected knee. Physical examination of the patient revealed swelling of the involved knee, the presence of the effusion and pain on active and passive movement. The patient also experienced subfebrile fever and general malaise. On an unspecified date, arthrocentesis was performed and synovial fluid analysis revealed white blood cell count (wbc) 68,030 k/mcl and neutrophil count 91.8 percent (normal ranges not provided). The synovial culture was sterile probably due to treatment with oral antibiotics prior to admission. The patient was treated with intravenous cefazolin. The patient's blood test results showed neutrophils 72.4 percent, wbc 12.2 and c-reactive protein 16 (units and normal ranges not provided). The patient underwent arthroscopic lavage and synovectomy (on first and seventh day from admission). The intraoperative findings included congested and thickened synovium with a purulent material. Postoperative surgical drains were placed. Post surgically the patient was treated with antibiotics (four to six weeks) after surgery, knees were immobilized for three days and were put in continuous passive motion physiotherapy machine, and drains were left for several days. On an unspecified date, the patient was discharged. The action taken with synvisc treatment was not provided. The patient recovered from the event of monoarticular septic arthritis of the injected knee. The outcome for the events of pain on active and passive movement, subfebrile fever, general malaise, swelling of the involved knee and effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting author assessed the relationship between synvisc and the events of monoarticular septic arthritis of the injected knee, pain on active and passive movement, subfebrile fever, general malaise, swelling of the involved knee and effusion as possible. The qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.